Event description:
It was reported that the physician had difficulty inserting the stylet down the implantable pacing lead after placement. Multiple stylets were attempted but were unable to be fully inserted into the lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled and visual summary analysis of the lead indicated damage at implant. (B)(4).